Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced an unspecified number of cases of the cannula breaking off, and an unspecified number of cases of device damage while still considered operable. The following information was provided by the initial reporter: a patient has found that some needles are defective or break when putting on the insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-apr-2022 h6: investigation summary three open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320561. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on two samples. No issues were observed with the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10

Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced an unspecified number of cases of the cannula breaking off, and an unspecified number of cases of device damage while still considered operable. The following information was provided by the initial reporter: a patient has found that some needles are defective or break when putting on the insulin.